Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that there was post-paced t-wave over-sensing on the device. The physician opted to adjust medication for now and make programming changes if needed. The patient was in stable condition.

Event description:
New information received noted that programming changes were made. Then, post-paced t-wave over-sensing reoccurred, so further changes were made. The patient was in stable condition.